Event description:
A patient reported to resmed that they cut their chin by falling out of their bed and onto their CPAP humidifier.

Manufacturer narrative:
The device involved in this event is not alleged to be faulty and was not returned to resmed for investigation. The patient informed resmed that they fell out of their bed and onto their humidifier and cut their chin. The cut required stitches.